Event description:
The pt had a femur fracture. The surgeon put a circlage wire to hold the fracture in place. The event occurred 2 days after primary surgery.

Manufacturer narrative:
The surgeon performed the primary surgery on the (B)(6) 2011: the broached a size 2 but when he implanted the size 2, it sunk too deep so he rebroached to a size 4 and implanted a size 4. On the 2nd of (B)(6), he detected the femur fracture; he brought the pt back into theatre and put circlage wires to hold it in place. The manufacturing documents (batch record) of the ha coated stems size 4 (the one implanted) and size 2 (the ones initially chosen, but not implanted) were reviewed; all the values were found to be conforming to specifications in force at the time of production for both the lots. Additionally: lot. 103440 of ref. (B)(4) comprises 60 stems released on the market in (B)(4) 2010. To date, 37 stems were implanted and no other similar events reported. Lot 104275 of ref. (B)(4) comprises 55 stems released on the market in (B)(4) 2011. To date, 35 stems were implanted and no other similar events were reported. There are no evidences that the fracture is device related; this injury is a known complication of total hip arthroplasty.